Event description:
It was reported the patient presented with a ventricular leadless pacemaker (lp) that exhibited high capture thresholds. Programming changes were attempted to increase battery life but were unsuccessful. The leadless pacemaker was explanted and replaced with a transvenous pacemaker. The patient condition was unknown.

Manufacturer narrative:
The reported event of capture problem was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted helix length was within specifications. Further analysis performed, including output verification, which showed normal device characteristics without any anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.